Event description:
The customer reported elevated troponin I (access accutni-) results, within the risk stratification interval, for multiple patients, involving access 2 immunoassay system. This is report two of two. Subsequent testing on an alternate access 2 system produced lower results between 0.01-0.02 ng/ml, within the normal reference interval. The elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer noted prior to the discrepant results, system checks failed. Several system checks performed on 12/02/2011 also failed. System checks passed on (B)(6) 2011. This medwatch report is related to MDR 2122870-2011-06512.